Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right inguinal hernia repair with mesh. He had revision surgery 2 months post-surgery. The patient underwent a right inguinal hernia, possible left. The patient experienced chronic pain, mesh erosion and migration and recurrence.